Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited a placement signal not reliable alarm after the staffed turned the patient. The customer commented that they were going to check with an echocardiogram. Flows 4.1 at p6. No changes in patient. Additional information from the customer: the pump is not currently available to be sent back. The patient is still on support. We do plan and have notified the care team to save the pump for our team to send back for investigation once it is removed.

Manufacturer narrative:
D6b: the date of explant is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: h6 component code changed from g07003 to g04105. The investigation for the placement signal issue has been completed. The cause of the placement signal issue could not be determined due to lack of product and data logs returned.

Manufacturer narrative:
D6b: added explant date.